Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had issues with his sensor and blood glucose level readings. His blood glucose level was 170 mg/dl but his sensor glucose reading was 54 mg/dl. His insulin pump went into threshold suspend. He received a calibration error when he turned the sensor off and back on. The product was not returned. Nothing further to report.